Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The device was in good condition and the switch for the airmix seemed loose. The operator removed the front panel to see that the air mix switch had come loose from the block. The reported issue was confirmed and is due to a loose air mix switch cam. The operator tightened the air mix switch cam to resolve the issue. Calibration and preventative maintenance was performed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the pneupac ventilator (ventipac) had an issue with the oxygen concentration (with the air mix). The product problem was observed prior to patient use.